Event description:
It was reported that an access system kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed, but due to unexpected resistance, the device got pushed out from the laa and the deployment position became too proximal. The device was fully retracted and during retraction, the was sheath unintentionally kinked. After removing it from the body, a single curve was sheath was unpacked. After contrast imaging of the laa and confirming the device size, a second 27mm delivery system unpacked. The device was deployed, but it got pushed out by an unexpected resistance and the position became too proximal. The device was fully retracted. It was found that the was sheath was unintentionally kinked, so it was removed. The procedure was cancelled.